Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated they started the initial drain without connecting. The hc started to alarm, so the hp realized they were not connected and then connected themselves. The technical service representative (tsr) explained the alarm, and assisted with troubleshooting the alarm. The tsr explained the hp would need to start over with new supplies. The hp was advised to contact their nurse within next 24hours. Baxter product surveillance was contacted by the home patient (hp) on (B)(6) 2012 regarding reported problem. The hp stated they did start over with new supplies that evening and they were able to resume as normal. They stated the alarm was caused due to their error. The hp stated they initiated therapy early, and then connected to the machine. The hp stated they now know what the alarm means and what to do. They stated they did talk to their nurse about the reported problem as well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated they started the initial drain without connecting. The label review found the patient at home guide to be adequate for the use error in this incident.